Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. Unit received missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, keypad overlay peeling, pillowing keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at reservoir opening and battery cap area. The customer also had high blood glucose level of 297 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.